Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. International medical device regulators forum (imdrf) adverse event reporting. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occurred in the workshop during inspection. The technician reported that the electrical safety test failed during incoming inspection on pentax medical video colonoscope model eg29-i10c, serial number (B)(4). The endoscope is pending return and investigation. This event meets the requirement for FDA reportability; therefore submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.